Event description:
Pt in operating room for posterior cervical decompression on (B) (6) 2010. At the conclusion of the procedure, after turning the pt to the stretcher, the mayfield headrest appeared to have slipped at some time during the procedure, leaving a reddened area and small abrasion on the left side of the pt's nose. The pt was examined by the pa; minor abrasion was treated with antibiotic ointment. The pt was transferred to the orthopedic unit where he progressed well postoperatively; pt was discharged to an ecf on (B) (6) 2010.